Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.50 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage. The proximal end struts were lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 89% stenosed, 30-34mmx3.5-4.0mm target lesion was located in severely tortuous and moderately calcified right coronary artery. A 3.50 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. Upon withdrawal, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and patient status was stable.

Event description:
It was reported that stent damage occurred. The 89% stenosed, 30-34mmx3.5-4.0mm target lesion was located in severely tortuous and moderately calcified right coronary artery. A 3.50 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. Upon withdrawal, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and patient status was stable.